Event description:
The use of these slings is widespread in health care and they are used on the most vulnerable pts. A letter was sent from sunrise medical on 12/27/00 to all distributors notifying them that the canvas hoyer slings were no longer being manufactured. The rationale given for the change from canvas to polydura was "the best longevity, long-term value and safety". The healthcare providers were not notified of this change or the rationale for the change. As a result, pts are at risk for injury with the use of an inferior product. Rptr questions why providers were not notified to stop using this type of sling and/or a recall was not issued. A call was placed to sunrise medical equipment svc. The tech was asked, "how many washings can be done for a hoyer sling before it can no longer be used?" He stated, "we have done 10-15 washings with no sign of damage on hoyer seat #110 which is made of polydura fabric." Rptr asked him about the canvas sling and how many washings. He said "I don't know, the canvas is a natural fiber and it breaks down quickly." He then stated that the canvas was discontinued. Rptr asked, "when?". He stated, "january 2001, a letter was sent out to all distributors." Rptr asked, "what about notice to providers?" (This facility did not receive any notification from sunrise medical tech svs or national industries (facility's supplier). He stated, "no, there are too many providers." Rptr asked, "why were the canvas slings discontinued?" He stated, "they don't hold up. There's lower liability with the polydura fabric." Rptr asked, "should we replace any canvas slings that we are using?" He stated, "not a bad idea." A call was placed on 6/27/01 to supplier regarding notification from sunrise medical national stating that they would no longer be making canvas or nylon hoyers and would only be making polydura or dacron mesh slings. (Supplier forwarded a copy of the bulletin dated 12/27/00). The rationale given, "these modern materials offer the best longevity and long-term value and safety for our customers."